Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 5th distal stent wrap with struts raised and overlapping. There was slight deformation to the distal tip. There were numerous kinks visible along the distal shaft.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and severely tortuous svg. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was  pre-dilated. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force was used. It was reported that the stent failed to cross and when removed it was noted that stent deformation had occurred. No patient injury reported.